Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil was like an antenna sticking into ovary/ right coil was protruding into uterus') and pelvic pain ('pain/left side') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included rib excision. Concurrent conditions included thrombosis nos. Concomitant products included ibuprofen since 2016 and naproxen sodium (aleve) since 2016. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cysts") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced mood swings ("mood swings") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), nail growth abnormal ("nail growth issue") and abdominal distension ("e-belly"). The patient was treated with surgery (essure removal and surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, ovarian cyst, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, nail growth abnormal and abdominal distension outcome was unknown and the pelvic pain and headache was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nail growth abnormal, nausea, ovarian cyst, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Discrepancy noted in essure explant date (B)(6) 2016 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.168 kgs. Concerning the injuries reported in this case the following events are reported via social media- alopecia, device dislocation, abdominal distension and nail growth abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil was like an antenna sticking into ovary/ right coil was protruding into uterus') and pelvic pain ('pain/left side') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included rib excision. Concurrent conditions included thrombosis nos. Concomitant products included ibuprofen since 2016 and naproxen sodium (aleve) since 2016. In (B)(6) 2016, the patient had essure inserted. In august 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cysts") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced mood swings ("mood swings") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), nail growth abnormal ("nail growth issue") and abdominal distension ("e-belly"). The patient was treated with surgery (essure removal and surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, ovarian cyst, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, nail growth abnormal and abdominal distension outcome was unknown and the pelvic pain and headache was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nail growth abnormal, nausea, ovarian cyst, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Discrepancy noted in essure explant date (B)(6) 2016 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.168 kgs. Concerning the injuries reported in this case the following events are reported via social media- alopecia, device dislocation, abdominal distension and nail growth abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Events added- device dislocation, hair loss, nail growth issue and e-belly. Essure explant date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report..

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/left side') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included rib excision. Concurrent conditions included thrombosis nos. Concomitant medical products included ibuprofen since 2016 and naproxen sodium (aleve) since 2016. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cysts") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced mood swings ("mood swings") and allergy to metals ("nickel allergy"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, ovarian cyst, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown and the headache was resolving. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received: this case became incident. Previously reported injury nos was replaced with new events in pfs: pelvic pain, mood swings, vaginal bleeding , menorrhagia, depression, anxiety, migraines ,headaches, ovarian cysts, nausea, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),vaginal discharge, fatigue, weight gain and device monitoring procedure not performed. New reporters was added, essure stop date added and concomitant drug was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.